Manufacturer narrative:
Date of report : 18jul2019, date rec¿d by MFR : 16jul2019. A touch screen assembly was return for analysis. An investigation was performed and the resistance, and resistance ratio were out of specifications, and fault is found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The field service engineer replaced the touch glass and then calibrated the unit. Once the touch glass was replaced the unit operated correctly. Resolution is closed.

Event description:
The customer reported that the touchscreen screen calibration was not working. There was no patient involvement.